Manufacturer narrative:
Date of event is estimated. Further information was requested but not received. During processing of this complaint, attempts were made to obtain complete event information.

Event description:
It was reported the patient underwent surgical intervention wherein the whole system was explanted on an unknown date. The reason for explant is unknown. No further information is known at this time.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received. During processing of this complaint, attempts were made to obtain complete patient information.